Event description:
Major pump unit(s) involved: drive unit failure; device thrombosis; powers sustained > 12w; pump stopped functioning. Specific component(s) involved: pump drive unit malfunction; pump itself failed. Causative or contributing factor: no specific contributing cause identified. Intervention :type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure; device thrombosis.specific component(s) involved: pump drive unit malfunction.